Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the cartridge has not been returned. A retain cartridge from the same lot has been evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #2 date of submission 08/01/201 -device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A visual inspection and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that they continue to see air bubbles in the tubing even after correcting cartridge fill technique, and that the patient's blood glucose (bg) has been elevated up to 300mg/dl with no signs or symptoms of hyperglycemia. There was no damage noted to the cartridge or to the infusion set. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported due to the alleged air bubble issue with no indication of cartridge misuse or use error.

Manufacturer narrative:
Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer. The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.